Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the consumer had been implanted in march 2017.

Manufacturer narrative:
Updated: product ID (B)(4) lot# va19gfg: product type lead correction: additional information received indicates that the correct mfg. Site ID is 3004209178, and has been updated accordingly. Review also indicates fdc (B)(4) is applicable to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the consumer had been at the clinic, impedance measured, and everything was fine. The nurse talked with the consumer about switching off stimulation when passing through alarm systems.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer experienced shocking during normal use. It was noted that the last 14 days, the consumer had experienced shocking when she passed by an alarm system in several shops. No known factors noted to have led/contributed to the event. The consumer tried to pass as far away from the alarm system when she was entering or leaving a shop, but she still got a shock. The issue was noted as not resolved at the time of the report. There were no further complications reported and/or anticipated.